Event description:
Based on the collected information, the maxi sky 600 spreader bar dropped due to sudden unwinding of the ceiling lift strap. The issue occurred when the device was in use. The customer staff just finished the resident¿s transfer and wanted to reposition the resident in the wheelchair at that time. No injury occurred.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
In order to further verify the cause of the strap unwinding, the post-market surveillance data were analysed. We have found several factors that could lead to the self-unwinding, such as: accumulation of strap in the ceiling lift housing, electrical component failure or mechanical component failure. In the analysed case, the arjo technician who inspected the involved ceiling lift informed that the right side of ceiling lift strap was worn. Probably, it occurred as a result of pulling the spreader bar sideways and lowering/raising strap at the same time. The faulty strap was replaced and the switches (including the emergency brakes that stop the strap from unwinding in case of mechanical failure) were checked, the device worked correctly. The ceiling lift cover was also inspected. The technician observed only a very slight mark at the strap entry tunnel. None of these issues were determined as responsible for the self-unwinding of the strap. Based on the above information we concluded that the exact cause of the issue could not be determined. To sum up, the maxi sky 600 ceiling lift was in use when the claimed issue occurred. The maxi sky 600 spreader bar dropped due to sudden unwinding of the ceiling lift strap and from that perspective the device did not meet its performance specification. Although no injury was sustained, this complaint was decided to be reportable to competent authorities based on a potential for serious injury upon malfunction reoccurrence (drop of spreader bar during use, due to sudden unwinding of the ceiling lift strap).